Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior assessed as unidentified (tear) opening (the thickness within specification). Additional observations: crease fold observed in the device. Red particles observed in the device. Observed 40 mm dark patch edge material inside gel device. Wear abrasion observed in the device. No further actions are required as the device was implanted."

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d9, h3, h6.